Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low lead impedance was observed. The low impedance was chronic, but it caused an auto polarity switch leading to symptomatic pocket stimulation. The device was reprogrammed.